Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number: 1220648-2025-26077 as it is unknown if the initial reporter also sent the report to the food and drug administration. G4 PMA/510(k) number revised as it was inadvertently reported incorrectly on initial manufacturer device report number: 1220648-2025-26077.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella rp flex support. While on support, patient scheduled for replacement of rp flex after possible ingestion of clot for the right ventricular failure flex placement. The procedural outcome was the patient survived surgery.